Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned and analyzed. The elective replacement indicator (eri) is the result of high internal battery resistance.

Event description:
It was reported that there was possible premature battery depletion on the device. It was also reported that the lead had low r-waves and no capture at maximum output. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.